Event description:
Initial reporter indicated that they were having issues with their programming wand cable. Good faith attempts are being made for the wand return to manufacturer for product analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.